Event description:
Following a catheterization procedure, an angio-seal device, was placed. Significant bleeding noted after the spring was removed. A c-clamp was placed and hemostasis was achieved. The pt's femoral and distal pulses were absent when the clamp was removed; however, blood flow was positive per doppler. The pt was sent to surgery two days later. Surgery found that the angio-seal had been deployed in the artery. Post op the pt's pulses were intact. Follow-up found the pt to be progressing well, and discharged 2/10/1998. To date the operative report is not available.